Event description:
It was reported that the patient faced an event where infusion set fell off due to perspiration on (b)(6) 2026, which led to high blood glucose level and treated with insulin via pen.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Spain.Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325 ¿ 1219.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.